Event description:
Pt's son went to pharmacy requesting replacement parts for seat on his father's wheeled walker. Dealer asked son if father had been injured and he said he did not know. On follow-up call by complaint investigator, son reported that father had fallen forward and hit his head. And the "father was not feeling well." Repeated attempts to contact the son have not been successful. The extent of injury and whether the walker have played a role have been unable to be determined. We are filing preliminary report to comply with 30 day reporting requirements pending further investigation.